Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a malfunction and recurring incontinence the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.5 cm cuff, pump and balloon were implanted. Additional information was received that the original aus was implanted in 2008 and the pressure regulating balloon (prb) was replaced in 2010. It was further reported that the suspected cause of the recurring incontinence was fluid loss with his device. The source of the fluid loss is unknown.